Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level ranging from 630-666 mg/dl. Reportedly, the customer put the pump into storage mode. In an attempt to treat the elevated bg prior to hospitalization, the customer administered a manual injection of insulin. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report to tandem technical support, the customer confirmed the reported issue resolved and sustained no permanent damage, however, the customer had not yet been released from the hospital.